Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing after removing from the body. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the sensor couldn't start since the signal wasn't found. The sensor will not be returned for analysis.